Manufacturer narrative:
Integra has completed their internal investigation on 08/25/2015. The investigation included: evaluation of actual device, review of device history review, review of complaints history. Results: the customer complaint incident was confirmed and duplicated. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ oct. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review of complaints history during the time period ¿jul 14 to jul 15¿, the quantity of complaints over the review period with the key word identified in the complaint review (3) can therefore be calculated as 0.02 (2 x 10 ¯4) of procedures. Conclusion: based on the reported failure mode and the identification of the customer¿s camcabl requiring to be replaced the root cause of the complaint incident can be determined to the customer¿s camcabl.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the monitor was not zeroing out. Additional info was requested and on (B)(6) 2015, the following was received from the customer: the product problem was discovered during morning rounds. The staff stated it would not zero. No other info was provided.